Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator suddenly turned off during patient use and turned back on within ten minutes. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.